Event description:
The user reported a tubing failure of medtronic tubing, which caused the user to emergently switch the patient onto a new circuit. The procedure involved a spectrum medical device, so the reported event is being investigated to confirm whether the roller pump was affected.

Manufacturer narrative:
It is currently unclear if the pump was involved in the tubing rupture; however, this event is being reported pending an investigation of the roller pump. Spectrum medical is pending the return of the device.